Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the air/water nozzle and the bending section cover was dirty due to reprocessing deviation from instructions for use. The event can be prevented by following the instructions for use: "detection method is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects, the bending section rubber was dirty, water could not be supplied due to clogging of the auxiliary channel, the light guide lens was scratched, the distal end was scratched, the connecting tube was scratched, the bending tube was deformed, the suction cylinder was shaved, bending in the up/right directions were out of standard, the up/down and left/right knob had play, the up/down knob did not move smoothly due to deformation of the bending tube, and water removal was reduced due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope made an abnormal grinding noise during angulation. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle and auxiliary channel were clogged with foreign material and the bending section rubber was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.